Manufacturer narrative:
The product involved was not yet available for investigation at the time of the initial report. In this report, the results of the findings and all related cognitions have been supplemented in this report. It is not assumed that the deviating torque screw of the skull clamp did contribute to the incident described. In our experience, the pinning technique is decisive for the stability of the fixation of the patient's skull. It cannot be excluded that the pinning technique in this case was not optimal, as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." We recommend using our skull pins in combination with our skull clamps. Risks due to not permitted system combinations with third party components could not be excluded, as in this case.

Event description:
A customer informed us on the 31th of may that one of our products was involved in a surgery (ventriculoperitoneal shunt) in which the patient's head fell out of the clamp and the patient sustained superficial lacerations.

Manufacturer narrative:
The customer has not yet sent in the product for investigation. We will perform a follow-up as soon as the product has arrived and the findings have been completed.

Event description:
A customer informed us that one of our products was involved in a surgery (ventriculoperitoneal shunt) in which the patient's head fell out of the clamp and the patient sustained superficial lacerations.